Event description:
Information received a smiths medical ambulatory infusion pumps/cadd administration sets - flow stop displays air alarm without visible in in system. No adverse events reported.

Manufacturer narrative:
Returned device was received for evaluation. During the evaluation of the device the customer reported condition was not confirmed. No fault found. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.